Manufacturer narrative:
(B)(4).no complaint was received with return of device. Failure event observed during analysis.final analysis found that a partial lead was returned. An insulation breach was noted due to degradation at 4.5 cm to 4.6 cm from the connector pin.

Event description:
This report is to advise of an event observed during analysis.